Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they replaced the chloride electrodes on (B)(6) 2016. Quality controls (qc) were run after replacing the electrodes, which were in and out of ranges. The customer performed recalibration several times. The customer then loaded a new chloride electrode on (B)(6) 2016 and ran qc and patient samples, which were imprecise. The customer installed another chloride electrode and was monitoring qc every two hours. The cause of the imprecise chloride results on three patient samples was due to a chloride electrode issue. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Imprecise chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. The imprecise results were not reported to the physicians. The samples were repeated on the same instrument, resulting normal. It is unknown if the repeat results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the imprecise chloride electrodes.